Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 a review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, foreign material in the nozzle, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use, so the cause of the residual foreign material could not be determined. The foreign material could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.